Event description:
Patient was revised to address pain. Update litigation alleged the asr hip was explanted due to discomfort, pain, loss of function, fluid accumulation of the hip and elevated metal levels in the blood.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.